Event description:
Boston scientific crm received information that this patient's atrial lead had stable impedance measurements from implant until (B)(6) 2009. Then from (B)(6) 2009, impedance fluctuated greatly from 500 ohms to 1700 ohms. Additionally, threshold measurements had also increased since implant. Sensing measurements have remained consistent around 7.2 mv. The caller confirmed that the patient has had no atrial tachycardia response (atr) episodes as the stored episodes were appropriate and the atrial egms were clean. In (B)(6) 2010, impedance was noted to be greater than 2000 ohms and thresholds are still elevated. There still is no noise on the lead and it is not reproducible and no inappropriate episodes logged in the logbook with appropriate sensing measurements. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific crm technical services consultant confirmed that isometrics and pocket manipulation were attempted and no noise was reproduced. An x-ray has not been performed and the consultant recommended this and then discussing the next steps with the patient's physician. According to our resources, the lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.